Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of (B)(4) from a database extraction containing a collection of data from (B)(4) 1997 to (B)(4) 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unknown, with osteoarthritis (kellgren and lawrence grade 4). The pt's medical history was "significant not provided". On (B)(4) 1999, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection (dosage regimen not provided) (first course), in the left knee. The lot number of synvisc was not provided. On (B)(6) 1999, the pt developed synovitis in the left knee. On an unspecified date in (B)(6) 1999, the pt developed mild to moderate left knee effusion and 25 cc of clear yellow fluid was aspirated from the left knee. Later, the pt was treated with intramuscular celestone (betamethasone) at a dose of 2 cc. On (B)(6) 1999, the pt recovered from the event of synovitis in the left knee. The action taken with synvisc treatment was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in the left knee was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in the right knee as definitely related and did not provide relationship with the event of left knee effusion. Follow-up info was received on (B)(4) 2013, and the pt initials were reported as (B)(6).